Event description:
It was reported the device showed a blank screen, with no prior warning of a low battery. The ECG monitor alarmed, alerting hospital staff to a heart rate of 50bpm and reduced systolic pressure. The device was set to ddd, with a lower rate of 90ppm. No further patient complications were reported as a result of this event.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.